Event description:
It was reported that failure to remove sentinel occurred. A transcatheter aortic valve replacement procedure was performed with embolic protection from a sentinel cerebral protection system (cps). At the close of the procedure, during withdrawal of the sentinel cps through the right radial artery, the distal tip got stuck in the 6f non-boston scientific (bsc) introducer sheath. There was some tension with the proximal filter slider #1 and both filters were able to be fully retrieved before the withdrawal. The physician removed both the sentinel cps and the non-bsc introducer sheath together as a single unit. Upon removal of the devices, the sentinel cps and the non-bsc introducer sheath were observed to be wrinkled. The right radial artery was noted to have a lot of tortuosity, which was a possible contributing factor to the event. No patient complications occurred.

Event description:
It was reported that failure to remove sentinel occurred. A transcatheter aortic valve replacement procedure was performed with embolic protection from a sentinel cerebral protection system (cps). At the close of the procedure, during withdrawal of the sentinel cps through the right radial artery, the distal tip got stuck in the 6f non-boston scientific (bsc) introducer sheath. There was some tension with the proximal filter slider #1 and both filters were able to be fully retrieved before the withdrawal. The physician removed both the sentinel cps and the non-bsc introducer sheath together as a single unit. Upon removal of the devices, the sentinel cps and the non-bsc introducer sheath were observed to be wrinkled. The right radial artery was noted to have a lot of tortuosity, which was a possible contributing factor to the event. No patient complications occurred.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review : a review was completed of the device history records (DHR) for the sentinel cerebral protection system (cps), part # cms15-10c, batch # 35694124. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the sentinel cps was discarded, therefore returned device analysis could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of device failure to remove, proximal filter slider damaged/defective, and outer shaft/sheath damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of adverse event related to procedure. It is likely that the reported event could be related to excessive force applied to the device as well as operational factors such as handling/technique.